Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to multiple dislocations.

Manufacturer narrative:
Eval summary: it was alleged that the hip dislocated multiple times and the surgeon revised the cup, liner, and femoral head. However, details of the dislocation and x-rays are not returned. The dislocation could have been caused by stem impingement, disassociation of the liner and shell, disassociation of the femoral head from the stem, loosening of the shell, or trauma. Surgical technique which vertically orients the cup has shown to increase dislocation rates. Pt info was not given. Devices were not returned for review. Based on the available info a definitive cause can not be determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.